Event description:
The customer states that the architect anti-hbs assay generates unexpected (high) reactive results. The issue does not seem to be lot specific. The same reactive samples test non-reactive on the axsym platform. There is no impact to patient management reported.

Manufacturer narrative:
The basis for this report is that there is a similar product marketed in the united states (us). The us product list number is 1l82 and is marketed as architect ausab. This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation.